Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. Customer reported an elevated blood glucose (bg) level of 500 (mg/dl) and indicated an injection would be administered. During troubleshooting with tandem technical support, the alert was able to be cleared and customer resumed insulin delivery.